Manufacturer narrative:
(B)(4).

Event description:
A dye study indicated a coil or kink in the catheter. The catheter was replaced. Following the catheter replacement, the drug concentration was changed. A bridge bolus was incorrectly performed. The bridge was performed, but no prime was done to the new catheter, so the catheter was empty. There was old drug in the inner pump tubing and new drug in reservoir. The error was detected 7.5 hours later. The patient had no signs/symptoms and no problems related to the event. The patient was "doing great" and recovered completely. The device system had been used to deliver dilaudid (10 mg/ml; dose 33.88), clonidine (200 mcg/ml), and bupivacaine (20 mg/ml). The concentration for the dilaudid was changed to 2 mg/ml, dose .3 mg/day following the catheter replacement.